Manufacturer narrative:
Patient death was not reported in relation to the event this report covers. (Dissection of the left renal artery during the implant procedure.) The patient death is reported in the related (B)(6).

Event description:
An 84-year-old female patient underwent a fevar procedure in which the zenith fenestrated aaa endovascular graft proximal body-g32533, zenith fenestrated aaa endovascular graft distal bifurcated body-g32551, zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55219, and zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55225 was used. Access/pre closure bilateral common femoral arteries. Delivery of the proximal fenestrated endograft on the patients¿ left. Right renal artery was successfully stented. Related complaints from willaim a cook australia: this (B)(6) for: zfen-p-2-30-94-r - dissection of the left renal artery during the implant procedure. See (B)(6) for: zfen-d-12-28-76-c - placed bifurcated piece and bilateral limbs. When using kissing coda at overlaps and through limbs-it appeared that something "gave" or they had what was described as 'waste at level of flow divider or the proximal left limb'. They initially thought this was therapeutic and had luminal gain (as the patient¿s anatomy was very calcified). A few minutes later, the patient¿s blood pressure dropped. They kept an occlusion balloon up below her renals while they stabilized the patient. They worked to diagnose the cause. They did several maneuvers to isolate a leak. They initially appreciated a small blush from a retrograde sheath shot. The team discussed several ideas of what the issue could be and the repair options. After they ballooned (in order to diagnose), the patient stabilized. They gave time to validate whether the patient was stable. Three to four hours later, the patient was taken back to the operating room. Details are not yet available, but the patient unfortunately is deceased. Additional information was received: the physician stated ¿we used all implants and ancillary products in an indicated and normal way (including the coda). We did see the coda "give/waste"- which was later identified as the area of aortic rupture.